Event description:
It was reported that pump displayed a malfunction alarm and prevented customer from accessing pump functions, with no blood glucose value information available. No information was provided regarding any impact to the customer's blood glucose level. Customer arranged for pump to be returned for evaluation, and distributor confirmed that pump could start, charge, and connect to computer but consistently showed malfunction alarm, so customer was provided with replacement pump while original pump was to be returned for further investigation.